Event description:
This event is reportable to revision surgery that the patient underwent on the same shoulder due to recurrent dislocations. This event will be filed as a serious injury. This MDR is to document the second revision surgery.

Manufacturer narrative:
Correction: the FDA registration number was documented as 0001649390 - te (B)(4) when it should have been 3000931034 - te (B)(4).

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
This event is reportable to revision surgery that the patient underwent on the same shoulder due to recurrent dislocations. This event will be filed as a serious injury. This MDR is to document the second revision surgery.